Event description:
Additional information reported the patient¿s stimulation provided ¿insufficient relief.¿ it was also reported the patient experienced an ¿internal buzzing¿ even when the stimulator was off. It was stated the ins did not undergo normal battery depletion prior to explant. It was noted the patient¿s ins system was explanted as scheduled. It was also noted there was no patient death or injury and the patient ¿recovered without sequela¿ following the explant procedure.

Manufacturer narrative:
Concomitant medical product: product ID 37743, serial# (B)(4), product type programmer, patient product ID 377775, lot# v003918, implanted: 2006-(B)(6), product type lead, product ID 377775, lot# v004479, implanted: 2006-(B)(6), product type lead, product ID neu_siliconeanchor, product type accessory, product ID neu_siliconeanchor, product type accessory. (B)(4).

Event description:
It was reported the patient experienced a ¿loss of stimulation/therapeutic effect¿ and pain at an unknown location. It was further reported the patient¿s implantable neurostimulator (ins) ¿had not worked in a while¿ and the patient wanted the device explanted. It was stated that no diagnostic testing or troubleshooting had been performed and that explant would be required as a result of the event. It was noted the device was to be returned to the manufacturer upon explant. It was reported the patient was alive with no injury at the time of report. Additional information reported the patient was scheduled to have their device explanted on 2014-(B)(6). Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Analysis of the ins found it was ¿functionally okay¿ and had ¿insignificant anomalies.¿ analysis of both leads found no significant anomaly and they had been ¿cut through¿ and ¿segmented.¿ analysis of the titan anchor that was attached to the #0-#7 lead found no significant anomaly and that the silicone had been cut. Analysis of the titan anchor that was attached to the #8-#15 lead found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.